Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and was experiencing a red heart alarm, and during her call with the pt she could hear a steady alarm which lasted approx 8-10 seconds and repeated itself multiple times during the call. The pt was connected to the monitor but didn't report a low flow alarm. The pt stated that she drank 16 oz of water twice and the alarms decreased to once in an hour and then stopped for 4 hours. When the alarms started again, the pt presented to the ER. No alarms were appearing in the event log. The vad coordinator exchanged the pt's system controller. It was reported that the pt has a history of multiple alarms with a suspected driveline fracture (reference MFR report # 2916596-2013-01009). The alarms occurred when connected to her ungrounded pt cable and also on battery power. The pt's x-rays were submitted to the MFR's technical support group for review and they were found to be unremarkable. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.